Event description:
Two days following use of a 7f exoseal device for vascular closure, it was reported that the patient developed acute ischemic limb in the vessel below left superficial artery. The symptoms were unknown; only a decrease in abi value was observed. It is unknown what the physician felt contributed to the event, ¿but the thrombosis might contributed to the event. However, according to the echo and ivus images, the emboli looked plug-like shape and size.¿ it is unknown if the plug deployed intravascularly. According to the echo performed two days after the procedure, blood occlusion was confirmed below left sfa. There were no clinical symptoms to the patient. Aspiration was conducted 6 days post-procedure. A part of the emboli was aspirated and the blood flow was recovered by placing a stent. The aspirated emboli was confirmed to be thrombus, but it is unknown what the remaining emboli is. It is not suspected that the smart stent contributed to the event. The device was clinically used and will not be returned for analysis. The target lesion was a right superficial femoral artery (cto). The exoseal vcd was used for hemostasis after a percutaneous transluminal angioplasty (pta). Contralateral retrograde approach was made from left femoral artery with 7f 90cm guiding sheath (destination) and the lesion was treated with a 7x100mm smart stent. After that, the guiding sheath was exchanged for a 7f/11cm sheath (medikit's) and the exoseal vcd was used for hemostasis. Hemostasis was achieved within 5min without any problem. Two days after the procedure, the patient developed acute ischemic limb in the vessel below left superficial artery. The physician had achieved certification on the use of the exoseal vcd, but it is unknown how many times the physician has used the exoseal vcd prior to this procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees.

Manufacturer narrative:
Complaint conclusion: two days following successful use of a 7f exoseal device for vascular closure (vcd), blood occlusion was confirmed below the superficial femoral artery. Aspiration of thrombus, and stenting of remaining embolus material was performed six days later. The exoseal vcd was used for hemostasis after a percutaneous transluminal angioplasty (pta). The target lesion was a right superficial femoral artery (cto). Contralateral retrograde approach was made from the left femoral artery with 7f non-cordis sheath and the target lesion was treated with a 7x100mm smart stent. The sheath was exchanged post intervention for another non-cordis sheath. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to the instructions for use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the exoseal vcd use. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. There was no difficulty deploying the plug and hemostasis was successfully achieved with the exoseal vcd within five minutes. Two days post procedure, blood occlusion was confirmed below the left superficial femoral artery (sfa) ¿via echocardiogram and intravascular ultrasound¿ six days after the procedure, a part of the emboli was aspirated and blood flow was restored by placing a stent. The aspirated emboli was confirmed to be thrombus, but it is unknown what the remaining emboli is. The physician concluded that ¿the thrombosis might have contributed to the event.¿ according to an echocardiogram and intravascular ultrasound, the emboli looked ¿plug-like shape and size.¿ it is unknown if the exoseal plug deployed intravascularly. There were no clinical symptoms to the patient, only a decrease in the ankle brachial index (abi) was observed.¿it is not suspected that the smart stent contributed to the event.¿ the physician had achieved certification on the use of the exoseal vcd, but it is unknown how many times the physician has used the exoseal vcd prior to this procedure. The product was not returned for analysis. A review of the manufacturing records was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Peripheral artery occlusion is listed as a serious potential risk associated with femoral artery closure procedures. Without return of the device for analysis and without angiographic films of the procedure the reported complaint ¿plug-inaccurate placement-intravascular, arterial thrombosis and peripheral ischemia¿ could not be confirmed and the exact cause could not be conclusively determined. Based on the information available for review, hemostasis was successfully achieved using the device. A pathology report was not provided to determine if the thrombus was the exoseal plug. Neither the DHR nor the information available suggests that the reported complaints could be related to the design and manufacturing of the device, therefore no corrective action will be taken at this time.

Manufacturer narrative:
The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. There was no difficulty deploying the plug and hemostasis was successfully achieved with the exoseal vcd. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: 7f 90cm guiding sheath (destination), 7x100mm smart stent, 7f/11cm sheath (medikit's).